Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked at the fill port. This event was noted during the filling of the device prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was not returned for evaluation, therefore the reported condition could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.